Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), device breakage ('breakage of essure device'), uterine perforation ('expulsion/expulsion of essure device/perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube) / unilateral occlusion (left tube occluded), failure to occlude (close) fallopain tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation and hemorrhoidectomy. Patient underwent essure confirmation test and the result was expulsion. Concurrent conditions included hemorrhoids, headache, candida vaginal, gerd and ovarian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ bleeding"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/migraines / headaches"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea and headache had resolved and the device breakage, uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, psychological trauma, gastrointestinal disorder, migraine, infection, vaginal haemorrhage, female sexual dysfunction, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, headache, infection, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: 2008, (B)(6)9999, 2013 patient received treatment for: pelvic pain/ severe pain¸ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, migraine, infection. Discrepancy note date of removal: (B)(6)2015,(B)(6)2015. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on an unknown date: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, breakage of essure device, perforation (fallopian tube), expulsion of essure device and perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: plaintiff fact sheet received: new event - headaches was added. Severity of events pelvic pain, dysmenorrhea, headaches were updated as severe. Outcome of events pelvic pain, dysmenorrhea, headaches were updated as recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test and the result was expulsion. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ bleeding"), mental disorder ("psych injury"), gastrointestinal disorder ("gi conditions"), migraine ("migraine") and infection ("infection"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, abdominal pain, menorrhagia, mental disorder, gastrointestinal disorder, migraine and infection outcome was unknown. The reporter considered abdominal pain, device expulsion, gastrointestinal disorder, infection, menorrhagia, mental disorder, migraine and pelvic pain to be related to essure. The reporter commented: insertion date discrepancy noted: 2008, (B)(6) 9999 patient received treatment for: pelvic pain/ severe pain¸ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, migraine, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received: previously reported event "injury nos" is replaced with "pelvic pain¿. New events added: expulsion, abdominal pain, menorrhagia (heavy menstrual bleeding)/ bleeding, psych injury, gi conditions, migraine and infection. Reporter¿s were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), device breakage ('breakage of essure device'), uterine perforation ('expulsion/expulsion of essure device/perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube) / unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation and hemorrhoidectomy. Patient underwent essure confirmation test and the result was expulsion. Concurrent conditions included hemorrhoids, headache, candida vaginal, gerd and ovarian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ bleeding"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/migraines / headaches"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, psychological trauma, gastrointestinal disorder, migraine, infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, infection, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: 2008, (B)(6) 9999. Patient received treatment for: pelvic pain/ severe pain¸ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, migraine, infection. Discrepancy note date of removal: (B)(6) 2015. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on an unknown date: unilateral occlusion (left tube occluded), failure to occlude (close). Fallopian tubes, breakage of essure device, perforation. (Fallopian tube), expulsion of essure device and perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received. Reporter information, medical history added. Event : abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), weight gain / loss added. Event expulsion were updated as expulsion/expulsion of essure device/perforation (uterus), breakage of essure device, perforation (fallopian tube). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), device breakage ('breakage of essure device'), uterine perforation ('expulsion/expulsion of essure device/perforation (uterus) and fallopian tube perforation ('perforation (fallopian tube) / unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation and hemorrhoidectomy. Patient underwent essure confirmation test and the result was expulsion. Concurrent conditions included hemorrhoids, headache, candida vaginal, gerd and ovarian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ bleeding"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/migraines / headaches"), infection ("infection"), vaginal hemorrhage ("abnormal bleeding (vaginal), female sexual dysfunction ("apareunia (inability to have sexual intercourse), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and headache had resolved and the device breakage, uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, psychological trauma, gastrointestinal disorder, migraine, infection, vaginal hemorrhage, female sexual dysfunction, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, headache, infection, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal hemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: 2008, (B)(6) 1999, 2013. Patient received treatment for: pelvic pain/ severe pain¸ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, migraine, infection. Discrepancy note date of removal: (B)(6) 2015. Current weight 190 lbs. Essure insertion and removal date provided in pif : 2010 and (B)(6) 2015 respectively (discrepancy noted). Patient need hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on an unknown date: unilateral occlusion (left tube occluded), failure to occlude (close). Fallopian tubes, breakage of essure device, perforation. (Fallopian tube), expulsion of essure device and perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: plaintiff fact sheet received: new event - headaches was added. Severity of events pelvic pain, dysmenorrhea, headaches were updated as severe. Outcome of events pelvic pain, dysmenorrhea, headaches were updated as recovered/resolved. On 15-may-2020: pfs received : rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), device breakage ('breakage of essure device'), uterine perforation ('expulsion/expulsion of essure device/perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube) / unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation and hemorrhoidectomy. Patient underwent essure confirmation test and the result was expulsion. Concurrent conditions included hemorrhoids, headache, candida vaginal, gerd and ovarian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ bleeding"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/migraines / headaches"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and headache had resolved and the device breakage, uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, psychological trauma, gastrointestinal disorder, migraine, infection, vaginal haemorrhage, female sexual dysfunction, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, headache, infection, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: 2008, 09-sep-9999, 2013 patient received treatment for: pelvic pain/ severe pain¸ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, migraine, infection. Discrepancy note date of removal: (B)(6) 2015,(B)(6) 2015, (B)(6) 2013. Current weight 190 lbs. Essure insertion and removal date provided in pif : 2010 and (B)(6) 2015 respectively (discrepancy noted) patient need hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on an unknown date: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, breakage of essure device, perforation. (Fallopian tube), expulsion of essure device and perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), device breakage ('breakage of essure device'), uterine perforation ('expulsion/expulsion of essure device/perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube) / unilateral occlusion (left tube occluded), failure to occlude (close) fallopain tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation and hemorrhoidectomy. Patient underwent essure confirmation test and the result was expulsion. Concurrent conditions included hemorrhoids, headache, candida vaginal, gerd and ovarian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ bleeding"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/migraines / headaches"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, psychological trauma, gastrointestinal disorder, migraine, infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, infection, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: 2008, 09-sep-9999 patient received treatment for: pelvic pain/ severe pain¸ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, migraine, infection. Discrepancy note date of removal: (B)(6) 2015, (B)(6) 2015. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on an unknown date: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, breakage of essure device, perforation (fallopian tube), expulsion of essure device and perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain'), device breakage ('breakage of essure device'), uterine perforation ('expulsion/expulsion of essure device/perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube) / unilateral occlusion (left tube occluded), failure to occlude (close) fallopain tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation and hemorrhoidectomy. Patient underwent essure confirmation test and the result was expulsion. Concurrent conditions included hemorrhoids, headache, candida vaginal, gerd and ovarian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ bleeding"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/migraines / headaches"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and headache had resolved and the device breakage, uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, psychological trauma, gastrointestinal disorder, migraine, infection, vaginal haemorrhage, female sexual dysfunction, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, headache, infection, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: 2008, (B)(6) 9999, 2013 patient received treatment for: pelvic pain/ severe pain¸ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, migraine, infection. Discrepancy note date of removal: (B)(6) 2015, (B)(6) 2015. Current weight 190 lbs. Essure insertion and removal date provided in pif : 2010 and (B)(6) 2015 respectively (discrepancy noted) patient need hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on an unknown date: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, breakage of essure device, perforation (fallopian tube), expulsion of essure device and perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: plaintiff fact sheet received: new event - headaches was added. Severity of events pelvic pain, dysmenorrhea, headaches were updated as severe. Outcome of events pelvic pain, dysmenorrhea, headaches were updated as recovered/resolved. On 15-may-2020: pfs received : rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.